Manufacturer narrative:
Combination product: yes. Update 21 nov 2025: on the 29-oct-25 the lead was capped and a new lead added. As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for the devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the devices functions to be as specified. The analysis of the provided trend data, acquired between 16th of february 2025 and 13th of october 2025 recorded a stable rv pacing impedance of 700 ohms and an initial stable lv pacing impedance of 600 ohms with a sudden increase to >3,000 ohms since august. Furthermore, an initial shock impedance of 75 ohms was recorded with a sudden increase to >150 ohms since august. The analysis of the provided iegm episodes revealed no abnormalities. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the leads themselves would be necessary to determine the root cause. Should additional information or the devices themselves become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that high shock impedance out of range was observed. The lead revision was planned. Should additional information be received, this file will be updated.